Manufacturer narrative:
Initial.

Event description:
It was reported that a new dexcom g7 continuous glucose monitor (cgm) sensor paired successfully with the dexcom application but failed to pair with the ilet, consistent with an intermittent communication failure involving the antenna or related electrical/magnetic components; the user was instructed to toggle settings and reenter the pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet, aligned with an intermittent communication failure associated with the antenna or electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.